Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the pusher assembly was kinked. If the device is forcefully advanced against resistance, damage such as a kink may occur. Evaluation also revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink and fracture observed near the pusher assembly mid-joint. Further evaluation revealed that the pet lock was damaged. This damage was incidental to the reported complaint, and the root cause could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the cavernous sinus using a penumbra smart coil (smart coil) and a non-penumbra microcatheter. During the procedure, while the physician attempted to advance a smart coil out of its introducer sheath, the smart coil would not advance at all. Subsequently, the physician kinked the pusher assembly of the smart coil. Therefore, the smart coil was removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.